Manufacturer narrative:
Weight/ethnicity: information unknown/not provided. If implanted, give date: unknown/not provided. If explanted, give date: unknown/not provided. Telephone no.: (B)(6). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during lens implantation, a patient had a broken capsule with an intraocular lens (iol). An anterior vitrectomy was performed. A sensar lens implanted as a replacement lens. No further information was available.